Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir, and primed insulin pump. Set a basal rate and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The device left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose, with blood glucose of 48 mg/dl at the time of the incident. The pump was uploaded and showed that the pump was taken off auto mode by the user between 2 boluses, but the caller was adamant that the customer was asleep at the time of the low. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.